Event description:
At 1220 days post-op, the patient presented for an office visit. The patient complained of not having significant improvement despite m ultiple different treatment modalities. The patient complained of having developed weakness throughout her left lower extremity and that her left lower extremity and left leg gives out on her and is not stable to walk on. This extends to cramping within her calf muscles.

Event description:
It was reported that the patient presented with recurrent leg pain, recurrent l4 through s1 instability with cage migration. The patient underwent a revision lumbar fusion procedure using rhbmp-2/acs, resorbable ceramic granules, peek interbody spacers, and posterior rod/screw instrumentation. A larger interbody cage was inserted at l5-s1. No complications were noted. At 203 days post-op, an MRI of the left hip demonstrated 'no gross abnormality.' At 380 days post-op, the patient presented with low back pain, lack of sensation in the left foot and calf, and left lower extremity ra diculopathy. An MRI of the lumbar spine was read to indicate 'the interosseous disc spacer at l5-s1 appears partially extruded towards the left paracentral region with contacting and compression of left s1 and l5 nerve roots by the spacer and associated hypertrophic changes.' Left s1 and l5 nerve roots are mildly thickened and surrounded by granulation tissue. Minimal posterior projection of l4-5 disc spacer appears present without significant central or neural foraminal stenosis. Mild central and moderate bilateral neural foraminal stenosis at l3-4. Extensive enhancing granulation tissue in postoperative regions with no pathologic intradural enhancement identified.' At 395 days post-op, a CT of the lumbar spine was read to indicate 'no evidence of hardware loosening' there is some posterior migration of the disk spacer at l4-l5 level centrally. There is posterior migration approximately 4mm. There is no significant central canal stenosis' the disk spacer at l5-s1 appeared to be within the disk space. However, there is large osteophyte formation around the disk spacer on the left side. The osteophyte measures approximately 0.8 x 1.5 cm. The central canal is not stenosed due to deroofing. However, the left neural foramen is moderately stenosed." At 717 days post-op, the patient presented with left sided lateral foot numbness and paresthesias as well as calf spasms, intermittent buttock and thigh pain. At 1184 days post-op, the patient presented with back pain. An MRI of the lumbar spine was read to indicate "stable post surgical changes of posterior spinal fusion from l4 through s1, with unchanged mild left parasagittal posterior herniation of the intervertebral spacer, with associated overlying hypertrophic changes, which encroaches upon exiting l5 and traversing s1 nerve roots' stable mild disc degeneration at l3-4." At 1198 days post-op, sensory nerve conduction studies was interpreted to indicate sciatica, recurrent hnp and fibrosis. At 1205 days post-op, a CT scan of the lumbar spine was read to indicate "status post laminectomy and lumbar fusion l4-s1 in satisfactory alignment. Osseous proliferations in the left lateral recess at l4-5 and l5-s1." At 1207 days post-op, the patient presented with persistent pain, numbness, dysesthesias, and weakness of her left leg with calf atrophy and twitching. Surgery to decompress the bone spur under the s1 nerve root was discussed. At 1220 days post-op, the patient presented with back pain and left leg pain. Per the physician's notes, "about four to five months after her initial surgery, she had a "slip of a screw," severe pain and recurrence of her pain symptoms. She subsequently had revision surgery" in order to address cage migration as well as hardware failure. She states after this second surgery, areas in which she originally had pain to her left leg were replaced by numbness and paresthesias." Reportedly, since receiving rhbmp-2/acs, the patient has developed severe nerve damage, uncontrolled bone growth, intense pain, dege nerative disc disease, narrowing of the spine, trouble walking, and knee, back and ankle pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.